Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument had the connection between the shaft and the wrist broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the connection part was observed broken from the instrument's distal end. No missing or detached material from portion of the device that enters the patient's body.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed and found to have the proximal clevis dislodged. As result of the dislodging, the main tube was broken. The dislodged proximal clevis is attached to the main tube. The grip cables and conductor wire are still intact and do not show damage. The main tube was broken at the distal end where the proximal clevis was attached. The component is broken and there are missing pieces, measuring roughly 5.50 mm x 3.70 mm and scattered pieces. Thermal damage was not observed. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.